Manufacturer narrative:
The reported device was returned for product evaluation. Visual inspection found the pump to be in poor condition; the lcd was smashed and unreadable and the top case was damaged. The damage found on the pump appeared to have been caused by impact. A review of the device's event history log confirmed the reported check clutch/plunger lever alarm had occurred. The device was unable to perform functional testing due to the smashed lcd. Upon closer inspection it was noticed that the position potentiometer was not plugged into the main board. The root cause of the reported alarm was determined to be the disconnected position potentiometer. No evidence was found to suggest the reported alarms were caused by an intrinsic product defect. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests. Additional information: date received by MFR: evaluation completed (07/10/2016).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The complaint was reported by the customers biomedical engineering technician department at the hospital. The medfusion® 3500 syringe pump needed to be serviced for a clutch plunger level error. The pump was not connected or used on a patient at the time of error; no patient injury.